Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, discovered by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). Visual analysis of the photographs identified. Observed deformation device. Observed red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Discovered by MRI. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observations: ¿ deformation is observed. Voids are observed, in gel.